Event description:
I got false readings from a dexcom g6 sensor is one issue the other is insulet restricting apps that I need to safely keep alive and they need to be removed by them to make there device safe as omnipod 5 is not safe! Omnipod dash is safe!